Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - no visible damage to the millar sensor. 2 - suture attached to catheter material. 3 - several minor bends along catheter body. 4 - the device failed water pattern testing - noisy pattern. 5 - the device failed noise test - reading was 0.40 mmhg. It should be < 0.35 mmhg. 6 - the device failed temperature test - off scale. It should be +/- 0.5 mmhg. Mfg. Date: (B)(6) 2013. Supplier was contacted to provide more details regarding the above failures. Supplier informed the following: 1 - above failures were not related to the manufacturing process. 2 - failures were not related to defective components. Supplier was able to balance the sensor; sensor ohms were in spec. Solder joints were okay. Device was working when it was shipped from millar (complaint stated that it worked for three days). 3 - it appears that the suture attached to the catheter is not interfering with the function of the device as the internal wires were found okay (reading end-to-end). 4 - it could not be determined if poor care and handling by the customer may have caused and/or contributed to the failures. We don't know what the device might have been exposed to during use. Based on the above evaluation, supplier was able to confirm the complaint. However, supplier is unable to determine the cause of the failure. It is considered to be an isolated incident. Based on the above evaluation, supplier was able to confirm the complaint. However, supplier is unable to determine the cause of the failure. It is considered to be an isolated incident. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The affiliate reported: the patient information is unknown, did procedure on (B)(6) 2013. The monitor detector 826631 was implanted during the procedure. After 3 days of the implantation, the patient is in stable condition but the detector indicated the intracranial pressure value was more than 400 mmhg. The surgeon had to remove the detector in advance. Now the patient is fine. (After use on patient)

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.